Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary finding of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage located at the top of the bipolar yaw pulley by the base of the grip. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the customer noticed a small piece of plastic has burst from the maryland bipolar forceps (mbf) instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: a small piece fell off the front of the instrument. The issue was identified during central processing. The procedure was completed using a backup instrument.